Event description:
It was reported that on (B)(6) 2012, a xience v stent and xience prime stent were implanted in the left main (lm) artery and a xience v stent was implanted in a left anterior descending (lad) artery. Approximately, 14 months later, on (B)(6) 2013, the patient had a cardio-respiratory arrest, advanced life support was given with mechanical ventilation, hospitalized, and then the patient expired on (B)(6) 2013. There was no autopsy performed. There was no additional information provided.

Event description:
Additional information received that on (B)(6) 2013, there was an abnormal electrocardiogram (ECG), cardiovascular beta-blocker medications were given as treatment and the symptoms are listed as continued.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).